Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 19975931.

Event description:
It was reported that the patients ipg site was oozing on and off since the ipg upgrade procedure. It was also noted that patients wound was healing and it opened again during this time. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well post-operatively. The explanted ipg and lead were not returned by the medical facility.